Event description:
On (B)(6) 2022, the client contacted acorn stairlifts, inc. For service on the stairlift as the stairlift had stopped working a few days prior. The client reported that he believed his grandchild had got something caught in the stairlift track causing the stairlift to stop working. The client reported that on (B)(6) 2022, his wife was walking down the stairs and fell resulting in a cut on her upper lip that required stitches.

Manufacturer narrative:
Attachments: #1 final investigation report. #2 work completion report.